Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01520. This report is being submitted as additional information. Approximate age of device - 1 year, 9 months. Manufacturer's investigation conclusion: a correlation between the device and the report of thrombus could not be conclusively determined. Evaluation of the submitted log file confirmed transient elevations in power and flow; however, a specific cause for these events could not be conclusively determined. Review of the submitted log file revealed several low battery advisories and low battery hazard alarms. Transient power elevations were captured up to 7.9 watts and estimated flow values up to 10.5 lpm. A no external power event occurred on (B)(6) 2018 when the 14v li-ion batteries were depleted. The internal backup battery assumed operation during this time and support was not interrupted and no pump stops were observed throughout the log file. The log file showed that the pump appeared to be functioning as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came into the emergency department via emergency services due to battery issues. The system controller backup battery ran the lvad until the lvad system was connected to the power module in the emergency room. Pump stoppage had occurred, and pump parameters were elevated. A computed tomography of the chest was obtained which showed thrombus in the outflow graft. Approximately 17 days later, the patient was discharged home with hospice. No additional information has been provided.

Event description:
It was reported on (B)(6) 2019 that the patient was expired due heart failure. Per report from the health care provider, the patient's death was due to rhf. Patient's outflow graft previously thrombosed and the patient survived for several months after pump stopped on a home inotrope. The hcp does not believe that the pump was explanted as the patient was off support at home with hospice prior to death.

Event description:
On (B)(6) 2018, while requesting additional information regarding the patient's currency status, the clinical specialist stated the patient had expired. Date of expiration is unknown; however, it occurred sometime in (B)(6) 2018.